Event description:
It was reported that the patient fell about (B)(6) 2010 and turned the device off. The patient felt his speech getting worse and decided to turn his device off without consulting his doctor. He had an appointment to see his doctor on (B)(6) 2010. Add'l info has been requested, but was not available as of the date of this report. Please refer to MFR report #3004209178-2010-08119.

Manufacturer narrative:
(B)(4).